Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including bench handling and ECG stress testing without duplicating the report. The customer's multifunction cable was not returned for evaluation. The defib recetacle was replaced as a precaution. The device will be tagged with a warning to the customer to discard the multifunction cable used in the event to prevent recurrence. A new multifunction cable was sent to the customer. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device displayed an "ECG monitoring failure" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.